Event description:
Customer reported getting high and erratic readings from thir freestyle meter. Comparison tests were performed with the freestyle meter and results were 133 mg/dl and 170 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.